Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes are breaking during the centrifugation. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are breaking during centrifugation. "

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes are breaking during the centrifugation. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are breaking during centrifugation. "

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer therefore, 30 retention samples from the bd inventory were visually inspected and functionally tested and the issue of cracked/damaged tubes was not observed. Therefore, this complaint cannot be confirmed based on retention sample testing. Bd is not able to confirm the customers as reported defect. Bd was unable to determine a root cause for the indicated issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.